Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the amia automated pd system patient guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 occurred on an amia automated pd system. This event occurred during drain. The patient was not connected. During troubleshooting, it was discovered that the patient had started therapy before connecting the patient would follow prompts to end treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.